Event description:
Operating room reports lithovue standard deflection was plugged into tower and static screen occurred. Or tried unplugging and replugging scope. New scope was opened and plugged in and worked.